Event description:
It was reported that the customer experienced a malfunction alarm after dropping the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.